Event description:
It was reported the ambient super turbovac 90, ifs arthrowand stopped ablating intra-operative. The physician tried two other arthrowands; however, he encountered the same outcome with each wand. In addition, the physician noted he was unable to control the temperature when using the three arthrowands. No add'l info was provided.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no mfg or expiration dates can be provided. Ref MFR report: 3006524618-2012-00241, 3006524618-2012-00242, 3006524618-2012-00243.